Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. An air gas module was found defective and has been replaced. The replaced part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. Reference exemption #: (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. Performed tests revealed that the delta pressure transducer, which is part of the flow measuring in the air gas module, was broken. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check tests and alarms will be activated if the failure occurs during ventilation. Microscopic inspection revealed that several bonds inside the pressure transducer were corroded and two pins were broken. During earlier investigations of pressure transducers from air gas modules from the same hospital, scanning electron microscope with x-ray microanalysis showed that the corrosion was caused by chlorine contamination. The chlorine had entered via the supplied air into the ventilator. According to the user's manual maximum levels of water and oil in the supplied gases to the ventilator must not be exceeded and chlorine must not be detectable. On the 13th of august 2014, the hospital has installed a charcoal filter to eliminate future contamination. The returned air gas module was installed before the implementation of this corrective and preventive action.